Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly or error alarm during testing. Unit received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that they had high blood glucose readings of 402 mg/dl. Customer has not treated for the high blood glucose readings, however stated that they gave themselves eight units with the insulin pump earlier in the day. Troubleshooting was conducted and the drive support cap and all settings appeared to be normal. The high pressure test was also completed and passed. Cosmetic damage was noted and the customer will be receiving a replacement insulin pump.